Manufacturer narrative:
No patient was involved during the time of the leak. Very limited information was provided in regard to the location of the leak or type of fluid being used. The product has not been returned for evaluation. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are parts of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the changes made. The reported lot in this event includes the solvent process change. It is not clear where the leak occurred since this information was not provided and the product has not been returned as of the date of this report. End of the report

Event description:
A customer reported that a leak occured during priming. No patient was involved during the reported event. The type of fluid or location of the leak was not provided.